Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular tachycardia (vt) monitored episodes may be svt (supra ventricular tachycardia), but wavelet did not match. It is possible misclassified episode is suspected of the device. The device remains in use. No patient complications have been reported as a result of this event.